Manufacturer narrative:
The customer contacted a siemens customer care center. The customer was running hcg assay to perform a follow-up checkup for an oncology patient. As per immulite 2000 hcg instructions for use, the intended use of hcg is "for in vitro diagnostic use with the immulite® 2000 systems analyzers - for the quantitative measurement of human chorionic gonadotropin (hcg) in serum, and for strictly qualitative determinations in urine, as an aid in the detection of pregnancy." The customer was using hcg for an off-label use. A siemens headquarters support center (hsc) specialist reviewed the instrument data and determined that there was no evidence that the system caused the discordant result. The last adjustment slope was acceptable. On the day discordant result was obtained, quality controls were recovering within insert ranges, although a few values were falling outside of the peer ranges for the level 1 quality control. The customer's quality control ranges were wider than the insert ranges. A siemens customer service engineer was dispatched to the customer site. After analyzing the instrument, the cse replaced the tube lifter assembly, washing motor and dilution well motor. The cse ran quality control, which was acceptable. No sample was available to perform in-house testing. The cause of the discordant, falsely elevated hcg result on one patient sample is unknown. The instrument is performing within manufacturing specifications. No further evaluation of device is required.

Event description:
A discordant, falsely elevated human chorionic gonadotropin (hcg) result was obtained on one patient sample on an immulite 2000 xpi instrument. The discordant result was reported to the physician(s), who questioned it. A new sample was obtained from the patient and was tested on the same instrument, resulting lower and matching the historical result of the patient. The corrected result obtained using the new sample draw was reported to the physician(s). There are no reports of patient intervention or adverse health consequences due to the discordant, falsely elevated hcg result.

Manufacturer narrative:
The initial MDR was filed on 30-jan-2018. Additional information (08-mar-2018): upon further review of instrument data and service report by siemens headquarters support center (hsc) specialist, it was determined that level sense data was inconclusive. The customer indicated that this was an isolated issue. As the precision was atypical for the sample in question, the hsc specialist concluded that the issue may be pre-analytical with the sample itself. Possible pre-analytical factors include incomplete clotting and the formation of fibrin.